Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the bedside monitor did not alarm even when the patient¿s family member noted that the o2 sat were as low as 25. The device was in clinical use. The customer indicated there was no injury to the (B)(6) male patient.